Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure to treat a target lesion in the distal circumflex artery. A 2.25 x 23 mm xience xpedition was advanced into the patient anatomy; however, due to the patient anatomy, the device was unable to cross to the target lesion and was removed without difficulty. A 2.25 x 23 mm rx xience xpedition was then advanced to the target lesion over an allstar guide wire. The stent was deployed without difficulty and the stent delivery system was then pulled back into the guide catheter. An attempt was made to remove the guide wire; however, resistance was felt. The guide wire was manipulated in an attempt to remove and the radiopaque tip was noted to be bunched. The core and coils separated in the patient anatomy. Due to the location of the separation (distal circumflex), no attempts were made to retrieve the separated segment. The remaining guide wire was removed without issue. The separated segment remains in the patient anatomy. There was no clinically significant delay and the patient is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on procedural circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.